Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital via ambulance. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related tot he defibrillation event. Device manufacture date: monitor: sn (B)(4) - (reuse), electrode belt: sn (B)(4) - 06/2013 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.

Event description:
A us distributor contacted zoll to report that a patient experienced three inappropriate defibrillation treatments. Atrial fibrillation with rapid ventricular response at 193bpm, 188cpm, and 167cpm contributed to the three false detections. The patient was conscious at the time of the event. The patient had family present at the time of the event. It is reported that the response buttons were pressed. A review of the downloaded data confirms the patient pressed the response buttons intermittently, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatments. The lifevest was removed and the patient was taken to the hospital via ambulance.